Event description:
It was reported that the pulse generator exhibited low ventricular lead impedance on the bipolar channel. The device was changed to aai mode. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).